Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated . The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was receiving an "early termination message" when they attempted to capture three 3d images using the hand-switch. They switched to the foot-pedal and the same error occurred again. No spin or images were captured as the error occurred before the tube and detector started to rotate. They rebooted the ias and that resolved the issue. The event occurred intra/perioperatively with 5 minutes delay to surgical time. There was no known impact on patient outcome.